Event description:
Based on additional information received on 07-dec- 2017, this case initially considered non-serious was upgraded to serious as the serious event of device malfunction with seriousness criteria as important medical event was added. This unsolicited case from united states was received on (B)(6) 2017 from the pharmacist. This case concerns 03 patients who received treatment with synvisc one injection and after unknown latencies the patients experienced knee pain post injection. Also device malfunction was identified in the reported lot number. No relevant medical history, past medications and concomitant medications were reported. On unknown dates, the patients received treatment with intra-articular synvisc one injection (lot number: 7rsl021 and dose, frequency, expiration date: not reported) for osteoarthritis. On unknown dates, the patients had knee pain post injection (latency: unknown). Since an unknown date, after unknown latency, device malfunction was identified in the reported lot number. Action taken: unknown corrective treatment: not reported for all the events outcome: unknown for all the events an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: important medical event for device malfunction additional information was received on (B)(6) 2017 (all information processed together with the clock start date of (B)(6) 2017). This case initially considered non-serious was upgraded to serious as the serious event of device malfunction with seriousness criteria as important medical event was added. Pharmacovigilance comment: sanofi company comment for follow up dated (B)(6) 2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later had pain and sweling. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.